Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead dislodged post procedure. An attempt to reposition the lead was unsuccessful; the lead was explanted and replaced. The patient was fine post procedure.